Event description:
K+ infusion hung by IV piggyback, with ns in primary line. K+ appeared to infuse faster than normal despite being on IV pump. After the set was disconnected from the pt and pump, it was noted that the IV piggyback fluid was flowing directly into the primary bag. Vendor notified. Apparently there is a known problem with sealant on the backcheck valves of primary tubing sets.